Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light is solid green for about 15-20 seconds and then turns off. Charger is working as expected. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Cust called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device. Mmt-7841zn was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the device. No product return is required for mmt-7715.